Event description:
Sunrise medical rec'd a legal notice regarding an incident with the end user that resulted in a fall. The end user sustained a "non-displaced fracture to her left elbow, and soft tissue injury to neck and back". There is no other info available at this time for an investigation. Our legal department is currently working with the other parties involved for more and an investigation of the walker. We have included pictures for your review that were provided to sunrise medical (B)(4). Once we are able to do our own investigation of the walker, or when new info is provided, we will file a f/u report.